Event description:
It was reported by service report that the brakes were not holding properly at the foot end of the bed. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Brake plate gill kit.